Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up and down arrow buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: during investigation, the keypad cover was undamaged and all keypad buttons were responsive to user input. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions to the keypad flex connector. The allegation of unresponsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.